Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/05/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation and blisters under the overlay patch, which occurred 4 days after the sensor had been inserted in the arm. The patient went to a clinic and there they prescribed an oral antibiotic amoxicillin and topical lotion (antihistamine). At the time of the report the patient was recovered. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.